Event description:
It was reported that a band leakage was detected, this band was implanted on 2007. On the (B)(6) 2012, a band was removed and new band was replaced. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The following components were received: the straight band with 46 cm of catheter. The port titanium ( lot # 793912-000) with locking connector and 6.5 cm of catheter. The buckle and the end tab of the band. Upon visual inspection, it was observed that four (4) fold lines were present on the balloon, these fold lines were localized at 3.5 cm, 4.8 cm, 6.6 cm and 8.2 cm from the catheter connection. It was also observed that the buckle and the end tab of the band were removed from the reinforcing band. No other damages were found on the balloon. A leak test was performed on the balloon with a successful result, no leak was found. A microscopic evaluation was performed on the septum of the titanium port, and it was noted that the septum was punctured over 15 times. A blockage and leak test was performed on the titanium port with a successful result, no blockage or leak was found. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.